Manufacturer narrative:
The subject device and foreign material were returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material has under investigation. A supplemental report will be submitted, if additional significant becomes available at a later time. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During an open proctectomy, the subject device was used. In the procedure, it was found that a foreign material like plastic attached to the distal end of the subject device. The intended procedure was completed with the subject device. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that there was no foreign material attached to the distal end of the probe, but the foreign material was returned with the device. The coating of grasping section was partially missing. This is the report regarding the foreign material and the missing of the grasping section coating.

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc performed an organic qualitative analysis of the foreign material by ft-ir (fourier transform infrared spectroscopy). The main component of the foreign material was polyethylene. Polyethylene is not used for the insertion part of the subject product. Therefore, the foreign material is not of the subject product. It is assumed that the tip portion which became hot due to the output touched and melted other object.